Manufacturer narrative:
Main investigation conclusion a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the report of elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including hemolysis. This document also provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications the heartmate ii lvas instructions for use(IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including hemolysis. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient did not have a gastrointestinal (gi) bleed but instead had elevated lactate dehydrogenase (ldh) levels. Repeat labs confirmed trending ldh. There was no treatment administered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The previous report that was submitted under manufacturer report number 2916596-2021-04996 stated that a gastrointestinal bleed did not take place and that elevated lactate dehydrogenase levels were recorded. However, this information was in regards to a separate event. The patient's elevated lactate dehydrogenase levels were reported under manufacturer report number 2916596-2021-04539. This report will cover the patient's gastrointestinal bleed that occurred on (B)(6) 2021. Additional information was received that stated the patient had an endoscopy with 4 clips placed. The bleeding resolved and the patient was transfused and subsequently discharged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for a gastrointestinal bleed.